Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the procedure, during sleeve procedure, the needle of the pliers fell. No device component fell into the patient cavity. Another product was used to finish the case. The patient status is ok.